Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis: the product was returned for evaluation. The returned product determined that it was received; one unopened sample that pertained to the product code pdp771d. During the initial inspection of the returned sample, a hole could be observed on the top foil. The hole appears to be caused outside in by an unknown object affecting the integrity of the sterility. Additionally, a photo was provided with the same condition as the received sample. Due to the damages found on the device, the complaint is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an esophagectomy procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported that the primary package of the suture was found damaged with hole prior to use. Another like device was used to complete the surgery. There were no adverse consequences reported. Additional information was requested.